Manufacturer narrative:
Integra has completed their internal investigation on 04 may 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: a visual examination was performed using magnification. Inspection of the base of the cusa tip found physical damage consistent with excessive torque applied during assembly of the tip to the handpiece. Excessive torque may be applied with the use of an uncalibrated torque wrench. The DHR review has been deemed satisfactory. Date of manufacture: may 20 2015. The DHR review was conducted for lot # tl-330181 which is the machined component that makes up the c4614s finished good identified in the complaint. Based on the description in the complaint, the failure identified would most likely result from a manufacturing or use error. Therefore, the DHR review was limited to the machined component, 223400755. No trend has been identified. Conclusion: the root cause was not conclusively determined but, is consistent with excessive torque applied during assembly. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
On (B)(6) 2016, during the assembly of the c4614s cusa excel tip onto the handpiece, the tread of the tip broke inside the handpiece. The device was not in contact with the patient since the problem occurred during assembly and there was no consequence to the patient as a result of the problem. The devices were put in quarantine and another tip and handpiece was used for the surgery.